Event description:
It was reported to philips that the fluoroscopy and cine were not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; coronary procedure was performed by the customer when the issue occurred and the procedure was aborted and completed by moving the patient into another room. The philips field service engineer (fse) inspected the system on site and confirmed that the fluoroscopy and cine were not functioning. Review of the system log file showed the malfunction as point calibration was failed. Upon troubleshooting the fse found that flashlight fdc was defective. To resolve the issue, the fse replaced flashlight. The defective flashlight was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.